Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that printouts from this pacemaker stated that a lead safety switch had occurred in the right atrial (ra) lead. The health care professional that reported this issue was not concerned about ra lead integrity and noted normal lead measurements. No intervention was performed at this time and the pacemaker was explanted over a decade later due to normal battery depletion. No adverse patient effects were reported.